Event description:
It was reported the patient sustained a fall and subsequently lost stimulation. X-ray results confirmed the lead had migrated. The physician removed and replaced the lead on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.